Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
One nanotite implant (bnst3213) was returned with a cover screw for investigation. Visual inspection of the as returned product identified signs of use within the external threads of the implant and the cover screw still attached. The internal hex and collar of the implant showed signs of use with debris inside. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. A device history review was performed and no related nonconformance¿s were noted. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes an infection, and is considered a similar complaint. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Date of this report. Manufacturer. Device expiration. UDI. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes." Device manufacture date. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection. Tooth location 5.